Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 lead, implanted (B)(6) 2010; dtba1d1 ICD, implanted (B)(6) 2015. (B)(4).

Event description:
It was reported that there was loss of capture from the left ventricular (lv) lead. The lead remains in use. No patient complications have been reported as a result of this event.